Manufacturer narrative:
H2-3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. The logs were reviewed. Logs captured that the site used o-arm auto registration on the date of the issue reported and took 3 spins. Logs also recorded that the site used mr8 tool with multiple projection lengths being set. As per the case description, the surgeon reported that while using mr8 drill, the medio lateral accuracy was off by more than 2 millimeters (mm). The second mr8 drill had no inaccuracies. However, provided logs did not capture the root cause of the issue. The software logs were not helpful in diagnosing auto-registration accuracy issues. Frame movement after registration was a common cause of accuracy issues but could not be detected in logfiles or archives. Codes: b01, c19, d15 h2) please see section d9 for when the device became available and section b5 for additional information. H2) correction: please see the additional codes section for annex f code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The amount of inaccuracy was estimated to be the width of the screw head. No further detail was provided.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735740, software version: 2.1.0 h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that there was an alleged inaccuracy during surgery. The surgeon claimed that while using a drill, the medio lateral accuracy was off by more than 2mm. As a result, use of the drill was abandoned and a second drill was brought in to finish the surgery. The second drill had no noted inaccuracies. The surgeon also noted that all other instruments used in the case were accurate. There was less than an hour delay, and no impact to patient.